Event description:
Healthcare professional reported "implant pain and hardening. Capsular contracture, bakers grade IV". This record is for the left side. It was additionally reported that the device was implanted past the expiration date. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as surgical damage. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to d6a: partial implant date of 2004 was provided which is past the expiration date of the device.

Event description:
It was additionally reported that the device was implanted past the expiration date.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "implant pain and hardening. Capsular contracture, bakers grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error: observed, an opening assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant pain and hardening. Capsular contracture, bakers grade IV". This record is for the left side. It was additionally reported that the device was implanted past the expiration date. Device was explanted.